Event description:
The customer stated that elevated architect intact pth results of 174.5 and 235.9 pg/ml were generated for a (B)(6) female patient on (B)(6) 2012 and (B)(6), 2012 respectively. The architect normal range used was 15 - 63 pg/ml. The patient was tested using the roche cobas e411 method and result was 39 pg/ml. The roche range was 6.2 - 29 pg/ml. The patient diagnosis was gained atrophy of the thyroid gland. No adverse impact to patient management was reported.

Manufacturer narrative:
It is unknown which architect ipth reagent lot was used by the customer to test this patient sample. The last two reagent lots shipped to the customer were reagent lots 01311k000 and 00411h000, manufacture dates 12/01/2011 and 10/01/2011, expiration dates 04/27/2013 and 02/04/2013 respectively. Both reagent lots were evaluated as potentially used by the customer. No adverse trends were identified related to the issue under investigation and the lot searches for reagent lots 01311k000 and 00411h000 did not identify atypical complaint activity for either lot. Accuracy testing was performed using lot 01311k000 as a representative lot. The accuracy testing met all acceptance criteria. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified. (B)(4) (no consequences or impact to patient), (B)(4) (incorrect or inadequate test result).